Event description:
Resident was found unresponsive by a facility staff member at 7:20 am. Pt was found with neck lodged between the bedrail and the bed mattress, and the remainder of body partially to completely off of the left side of the bed. Resident had no pulse and was not breathing. Per the medical record and police dept report, the resident's hands were mottled, pupils were fixed and dilated and resident was blue around the mouth when found by staff. In addition to alerting the physician and family, the bed MFR, the police dept and the dept of public health were notified. Ther resident was pronounced dead by physician at 8:09 am, reportedly due to asphyxiation. The facility administrator reported that the bed MFR came to the facility and did an investigation to determine if the bed had malfunctioned.